Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during the implantable pacing lead (ipl) implant procedure the threshold was quite high. The physician suspected a lead performance issue, for several different positions were attempted, however the thresholds were all dis-satisfactory. The ipl was replaced with a new one, and the tested threshold was well. No patient complications have been reported as a result of this event.